Event description:
It was reported that the patient received inappropriate therapy due to oversensing. At lead revision, the leads were found wrapped around the device. Patient is a suspected twiddler. A decrease in sensing and decrease in impedance were noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.